Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the implantable cardiac monitor (icm) had poor sensing. The icm was placed in three different locations and there was no telemetry after the third attempt. The icm was not implanted and another icm was used. No patient complications have been reported as a result of this event.